Event description:
Procedure: total hip arthroplasty. Conmed es pencil (B) (4) was staying activated after released of the switch. No injury reported.

Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue.